Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert. The rv lead integrity alert occurred on (B)(6) 2016 for sensing integrity counts (sic) greater than 30 in 3 days, and 2 or more high rate non-sustained tachycardia episodes less than 220 ms. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. There were 292 ventricular sic recorded since implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to an alarm. Interrogation of the device indicated some high frequency episodes which could be noise from the right ventricular lead. Lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.